Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the transmit button on the small keypad assembly was stuck in the on position. Physio then replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed small keypad assembly and confirmed that the transmit button was electrically shorted due to damage. (B)(4).

Event description:
The customer advised that none of the buttons on the device would respond when pressed. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.